Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed damage to the lcd, front and rear housing. No issues were found with the device alarming during the investigation. The lcd, front and rear housing were replaced. Based on the investigation, the complaint allegation of alarming was not confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump alarmed. It was also reported that the pump screen was missing pixels. No adverse effects were reported.